Manufacturer narrative:
This issue was brought to our attention by ecri (emergency care research institute), although the customer who encountered the issue has chosen to remain anonymous.

Event description:
It was reported by the customer that two safety needles of the same lot broke in patients during vaccinations, the needles were safely removed by hand, no patient injuries were sustained as a result of this incident.